Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1272, awareness date 07-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2012. Consumer reported that she has a nickel allergy. She experienced bleeding for 12 weeks at a time, lost her hair, teeth and mind. Additionally, she stated essure failed; she has an essure baby who is (B)(6). She was scheduled to have a hysterectomy on (B)(6) 2015. Product technical complaint investigation result was received on 22-oct-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed; spontaneous case report refers to a female consumer who has an (B)(6) essure (fallopian tube occlusion insert) baby. Additionally, she reported bleeding and stated a hysterectomy was scheduled (in 2 days following her report). These events, regarded as pregnancy with essure and genital bleeding, are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, no information was given about hsg. However, as consumer became pregnant more than one year after essure placement; a device contraceptive failure cannot be excluded. Regarding the reported bleeding, as abnormal genital bleeding and menses pattern changes may occur with essure therapy; a causal relationship with suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events or lack of efficacy and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.